Event description:
It was reported that waste leakage occurred outside of instrument with a bd facsaria¿ ii cytometer. The following information was provided by the initial reporter: facsflow is dripping from the closed loop nozzle approx. 500 l facsflow leaked out, no one was in contact with it, everything was picked up and removed with ppe. Additionally, on 2020-7-17 the fse provided the following additional information: was the leak in a customer accessible location? Yes; was there spray of fluid under pressure? No, dripping; what is the source of leak -- waste line or non-waste line? Wasteline; if waste line, whether it is mixed with bleach or contamination?no.

Manufacturer narrative:
H.6. Investigation summary. Scope of issue: the scope of issue is only limited to part # 643181 and serial # (B)(6). Problem statement: customer reported complaint on an aria ii cytometer 3 laser w/violet/acdu ¿ 643181 of waste leakage from the closed-loop nozzle, w/o bleach and not contained within instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 09jul2019 to date 09jul2020. Complaint trend: there are two complaints related to this similar issue of a waste leaking from the closed-loop nozzle; #1481513 and this one #1675230 . Date range from 09jul2019 to date 09jul2020. Manufacturing device history record (DHR) review: review of DHR part # 643181 serial # (B)(6) , file # (B)(4) , was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of waste leakage from the closed loop-nozzle, which was not contained within the instrument, was due to it being worn. No fse (field service engineer) was dispatched to the site but was resolved remotely by a tsr (technical service representative. The customer ordered the part, #644395-closed loop nozzle assembly, and replaced it on their own. There was no leakage after the repair. Although the waste leak was not contained within the instrument and with potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. The customer safely cleaned up the leak with proper ppe (personal protective equipment). No user was harmed or injured. Bd facsaria¿ ii user¿s guide, #23-1702-01, provides changing instructions and safety guidelines for handing the closed-loop nozzle. After the customer received the closed-loop nozzle and performed the repair themselves, the instrument was functioning as expected. The safety risk is low because there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument with a bd facsaria¿ ii cytometer. The following information was provided by the initial reporter: facsflow is dripping from the closed loop nozzle. Approx. 500l facsflow leaked out, no one was in contact with it, everything was picked up and removed with ppe. Additionally, on 2020-7-17 the fse provided the following additional information: was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No, dripping. What is the source of leak -- waste line or non-waste line? Wasteline. If waste line, whether it is mixed with bleach or contamination? No.